Manufacturer narrative:
Date sent to the FDA: 09/05/2021. H6 health effect - clinical code: e2402 used to capture digestive problems, mesh failure. Additional b5 narrative: it was reported that the patient underwent revision surgery on (B)(6) 2019. It was reported that patient experienced severe abdominal pain, digestive problems, scar tissue, mesh failure, dense adhesions, and hernia recurrence.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2015 and mesh was implanted. It was reported the patient experienced an unknown event. No additional information was provided.